Event description:
User experienced issues with control and pt results for urine leukocytes. One pt urine sample generated discrepant results during this time. The sample was initially reported out as negative. The same sample was retested manually using a chemistrip 10 ua strip, giving a result between 1 to 2 plus visual reading for leukocytes and was reported as 100 l per ul to the dr. A microscopic examination of the same urine sample showed 11 to 20 wbc per hpf. A corrected report was issued. The user stated the dr did not initiate treatment to her knowledge. To her knowledge, the pt condition remains unchanged from the state she was in prior to reporting the results to the physician. The field service rep found the sample probe was out of alignment and cleaned, aligned sample probe and the sample strip base. Tests and controls were run which were all okay to verify the analyzer performance.